Manufacturer narrative:
Review of the instrument run data confirmed the alleged runs to have made potential false positive calls for influenza b, due to abnormal baseline/photometer readings during the runs. The analyzer was retuned. Facility name is truncated due to character limit. Facility full name: (B)(6). Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (eua201779, product code: qjr). The product catalog number for the test is 07341920190 and the UDI is (B)(4). (B)(4).

Event description:
A customer from the (B)(6) alleged discrepant results generated when using the cobas® sars-cov-2 & influenza a/b assay test for use on the cobas® liat® system. The customer initially claimed 3 samples tested positive for influenza b on the cobas® liat® system m1-e-14735, but the data file showed 4 samples. According to the customer, out of the 3 samples, a repeat test was performed on a new sample and the result was negative. No further information of which platform was used for the retest was provided. The customer later complained 2 additional samples tested positive for influenza b. Data review in the additionally provided problem report for the cobas® liat® system m1-e-14735 identified run # 1255 as a potential false-positive result for influenza b with no other additional potential false-positive results found. No harm is alleged. The analyzer was returned and an investigation was conducted to evaluate the customer issue. Per the FDA guidance five (5) mdrs will be filed.